Event description:
It was reported that the catheter had broke and blood leaked backed into the thermistor connector. Model number unk; however, the nurse indicated that it was a swan-ganz catheter. No pt complications were reported.

Manufacturer narrative:
Device not returned.